Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that outside of surgery, hospital staff discovered the drill guide was missing a prong.

Manufacturer narrative:
Visual inspection of the returned component confirmed that one of the spikes had fractured off. Measured dimensions and hardness were conforming to print specifications. The feature alleged against was analyzed dimensionally and visually and a review of the device history records for the reported issue would not provide additional information that would assist in determining the cause of the reported event this device is used for treatment. A product history search identified no other complaints for this part and lot combination. This device was manufactured in apr 2013, with an approximate field age of 2 years 9 months, and has been used in an unknown number of surgeries. Per the instrument/provisional use, care, and sterilization package insert, instruments should be carefully inspected before each use and should not be used if damage or wear is noted that may compromise the function of the instrument. The package insert also states that breakage can occur if instruments are subjected to high loads or impacts. A definitive root cause cannot be determined with the information provided.